Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition of failure code 810:11 could not be confirmed in the pump's event history file during product evaluation. This failure code also could not be duplicated during produc evaluation and therefore no corrections were performed on the pump.

Event description:
The facility reported a pump with failure code 810:11. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.